Manufacturer narrative:
Corrections: h3, h6 (method, results, conclusion), h11. Additional information: g4, h2, h10. Investigation conclusion: the customer¿s report of magnesium sulfate completing earlier than expected and the customer¿s report of ceftriaxone infusion not completely infusing could not be confirmed or replicated during the investigation. Functional testing performed on both returned pump modules observed no anomalies or malfunctions and were found to be in specification for rate accuracy. Internal inspection found no anomalies with the returned pump modules. The devices were in use for treatment. The pump module mechanism assembly was disassembled during this investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material. Device inspection: pump module sn (B)(6) was received with instrument seal intact. Internal inspection observed no signs of fluid ingress and no anomalies were observed with any of the electrical or mechanical components. Root cause analysis: the root cause of the customer report of a magnesium sulfate infusion completing in 15 minutes instead of 60 minutes was not determined. Device history review: review of the service sn (B)(6) history record showed the device had a manufacture date of 12jun2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 24sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the 2 pump modules connected to a single pc unit did not run the infusions correctly. It was noted that first pump module was programmed to infuse magnesium sulfate 2 grams in 50ml sterile water at 50ml/hr over 60 minutes, but was completed in 15 minutes; while the other pump module was programmed to infuse ceftriaxone (rocephine) 1,000mg in 50ml 0.9% sodium chloride at 100ml/hr over 30 minutes as a piggyback, but did not completely infuse prior to reverting back to primary infusion. It was mentioned that the order for ceftriaxone was 2 grams IV piggyback, however only 1 gram was documented as administered. The pump modules were scanned appropriately using the device interoperability with electronic health record (ehr) epic systems. There was no patient impact as the patient received appropriate medication after a new pump was programmed.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 2 pump modules connected to a single pc unit did not run the infusions correctly. It was noted that first pump module was programmed to infuse magnesium sulfate 2 grams in 50ml sterile water at 50ml/hr over 60 minutes, but was completed in 15 minutes; while the other pump module was programmed to infuse ceftriaxone (rocephine) 1,000mg in 50ml 0.9% sodium chloride at 100ml/hr over 30 minutes as a piggyback, but did not completely infuse prior to reverting back to primary infusion. It was mentioned that the order for ceftriaxone was 2 grams IV piggyback, however only 1 gram was documented as administered. The pump modules were scanned appropriately using the device interoperability with electronic health record system (ehr). There was no patient impact as the patient received appropriate medication after a new pump was programmed.